Event description:
A report was received that the patient was experiencing inadequate stimulation and was not able to walk due to pain in the ankles. The patient had an si joint injection and doing well.